Event description:
I wore a scram alcohol monitoring bracelet. The MFR of the device is ams-alcohol monitoring services. When I was wearing the device, I developed severe bone and joint pain. I went to a rheumatologist and he did a bone scan showing abnormalities in all my joints. Within a month of removing the device, the pain subsided. I have not had another bone scan to see if there has been any change in the bone scan. Scram device was worn for 90 days. Dates of use: 2008. Diagnosis or reason for use: alcohol issues. Event abated after use stopped or dose reduced: yes.